Manufacturer narrative:
The duodenovideoscope and distal end cover was not returned to olympus for evaluation. Omsc used a similar product to duplicate the reported phenomenon but was unable to duplicate it even when a torsional or tensile load was applied when the distal end cover was properly attached to the olympus duodenovideoscope. The DHR was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The exact cause of the reported event could not be conclusively determined. However, the following are the most likely cause of the reported event: (1) the distal end cover was inappropriately attached to the endoscope. (2) distal end cover has a crack and/ or pinhole. (3) chemical solutions such as anti-fog agent adhered to the distal end cover, which can cause the distal end cover to break. The device instruction manual includes the following caution and warning statements: ¿never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges." "Inspection of accessories: inspection of the single use distal cover (maj-2315): should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the single use distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed." Attaching accessories to the endoscope: attaching the single use distal cover: ¿do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover or the endoscope. These products may cause cracks in the single use distal cover. If a single use distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. / damage or cuts to the mucosal membrane from sharp edges due to the cracks on the single use distal cover. Detach the single use distal cover from the distal end of the endoscope when the single use distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories.¿

Event description:
Olympus medical systems corp. (Omsc) was informed that during an endoscopic retrograde cholangiopancreatography (ercp) the single use distal end cover was detached from the duodenovideoscope and fell into the patient. According to the nurse that attached the distal end cover to the duodenovideoscope was not sure if she has fitted the distal end cover correctly, or if it had a snagged and became loose inside the patient. The distal end cover was attached to the duodenovideoscope prior to the procedure, but after withdrawing the duodenovideoscope, the distal end cover was found missing. No attempt was made to retrieve the distal end cover since x-ray could not detect the location of the distal end cover, as it is not radiopaque. Olympus representative was further informed that the clinician made the decision to leave the distal end cover in the patient to be passed naturally. The user facility completed the procedure. The patient¿s current condition is unknown. This report is related to complaint number (B)(4), which was reported under MDR number 8010047 - 2019 ¿ 03511.